Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te / damaged cable) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) ws pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted form the damages cable and wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report constant check belt messages. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported a damaged cable. The patient was issued a replacement electrode belt.